Event description:
A ventilator was returned to the manufacturer for preventative maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a repair test step. An error code was found in the device's error log. The error indicates that the battery fan stopped running due to some factor. While no abnormality was confirmed by a check, the battery fan was replaced based on the error contents. The trilogy 02 pm1 kit was replaced due to a customer request. Repair testing, alarm check, battery check, run in tests, and cleaning were performed. The unit operated properly.